Event description:
It was reported that the customer had a safety notification from the scroll wrap. Customer stated that there was a broken piece on the insulin pump's battery compartment and there were scratches on the display screen. Customer reported that the casing and threads around the top of the battery were cracked. Customer noticed the scratches when she removed the belt clip. Customer's blood glucose level was 82 mg/dl. Customer stated that the battery compartment was lifting up and was cracked. Customer stated that she was not going to disconnect or stop using the pump. Customer can read the screen but sometimes she has to tilt the screen to read the information. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No further assistance needed.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments were noted. The insulin pump was received with a cracked case at the battery tube threads and belt clip slot and minor scratches to the display window. No broken pieces were noted at the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.